Manufacturer narrative:
One cadd legacy 1 pump was received in good physical condition with a scratched screen. The event history log was reviewed and there was no evidence of the reported issue. The moment the device was powered up, it started double beeping. The downstream sensor will be replaced to resolve the issue.

Event description:
Information received indicating that during testing the pump emitted double beep sound without cassette.